Event description:
It was reported that the pt experienced an infection and was hospitalized. The hcp was considering options for spasticity management post pump removal, specifically conversion from intrathecal baclofen to oral dosing. Additional information has been requested from the hcp, but was not available as of the date of this report. The drug concentration and daily dose were not reported.